Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated some segments/pixels on the infusion device are defective, and this could cause misinterpretation of the insulin delivery amounts. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts.